Event description:
This is a report of an adverse event in a pt treated in the us rfa barrett's registry for barrett's esophagus containing dysplasia. After an initial focal ablation procedure, the pt experience difficulty swallowing on or about day 20. Endoscopy showed a mild stricture which was dilated on two occasions to complete resolution. Per the study site investigator, the severity was mild, relationship to the ablation procedure was probable, and there was no device malfunction.